Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event of peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient received unspecified treatment for the peritonitis event. Thirteen days after the hospitalization, the patient was discharged from the hospital. The patient¿s outcome and the action taken with pd therapy were not reported. No additional information is available.